Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the sureform 45 curved tip stapler instrument to perform failure analysis (fa) and confirmed but did not replicate the customer reported complaint. Fa found the primary failure of functional test failed to be related to the customer reported complaint. The instrument was found to have 1 firing failure based on log review, which was not replicated through in-house testing. The stapler was installed onto an in-house system and fired on a test foam using in-house black and white reloads. The instrument fired successfully, and the resultant staple-line was visually inspected. The cutline appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Isi did receive the black reload accessory to perform fa, which confirmed and replicated the customer reported complaint and found the primary failure of exposed component to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. Log review confirms the reload was involved in a firing failure. The knife was exposed towards the middle of the returned reload, which aligns with the firing completion percentage displayed in the procedure logs. Additionally, the reload cover was removed, the pusher was pulled forward to allow access to the knife, and the knife was inspected. The reload blade was found to have mechanical indentations. There was no cartridge damage observed. Refer to MFR report number 2955842-2024-14787 for additional information regarding the second occurrence of tissue bunching and an exposed blade with the sureform 60 stapler instrument.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) did not receive the sureform 45 curved tip stapler instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. Review of the logs show the sureform 45 curved tip stapler, was used first, and fired 6 reloads (4 white, followed by 2 black). On the last install, the first clamp was successful, but was followed by a firing failure, with a high peak firing force. The instrument was then removed and not used again in the procedure.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, after firing a sureform 45 curved tip stapler, the blade of the black reload accessory was half exposed in the lung tissue. The surgeon believes that both issues occurred while using a black reload accessory, as the patient's lung tissue was more dense and consolidated than expected. A sureform 45 stapler was used first to fire on the bronchus; the tissue bunched in the jaws of the stapler and an error message was observed saying, blade may be exposed. The instrument was removed and replaced by a sureform 60 stapler, and the same issue occurred but an error message was not observed. The surgeon increased the port site incision, and a third-party laparoscopic stapler was then used to control the bleeding; the amount of bleeding was negligible. There was a procedural delay of over 30 minutes because of the stapling issues. The procedure was completed robotically and there were no post-operative complications.